Event description:
It was reported that the patient had fallen off a ladder while at work. He had hit his head and broken his wrist. At that time the patient was not able to hear any sound. Later, after the patient had exchanged all his external equipment, he was still not able to hear any sound. There were no reports of headaches or other head injuries.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.